Manufacturer narrative:
The device was returned with a microcatheter, guide catheter, and the pusher. There was a kink noted on the pusher, near the proximal gold connector section. The returned implant coil was noted to be stretched and damaged. The tie-knot was still present. The attachment tether at the pusher section had a stretched tail, which is indicative of high tensile forces. Based on the investigation, the detached coil can be confirmed. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered while the coil was advanced through the guiding catheter. When the coil came out of the catheter, it was noted to have already detached. The coil was unable to be positioned in the aneurysm; therefore, a snare device was used to retrieve the detached coil. There was no patient health damage.